Event description:
Information was received that diagnostics were performed in various positions and the high impedance was confirmed. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that on the date of scheduled full revision surgery, diagnostics were performed and were within normal limits. Surgery did not occur. It was noted that a partial fracture or positional fracture of the lead could be present. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient has high lead impedance. The patient has been referred for lead revision surgery. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent full revision surgery. The pre-operative diagnostics showed high impedance. The generator and lead were replaced. The explant facility is known to discard all explants. No additional relevant information has been received to date.